Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. Product was provided for investigation. Confirmation of the complaint was not confirmed via product. The probable cause was unable to be determined via product. No injury or medical intervention was reported.